Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed an unknown error message. The patient was unable to clarify which error message the meter was displaying other than it was showing a message that there was not enough blood. The patient also reported that the lancing device cap was missing from the onetouch ultra2 system kit. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issues began on (B)(6) 2015 around 6:00am. The patient informed the csr that he manages his diabetes with oral medication, diet and exercise and denied making any changes to his usual diabetes management regimen in response to the alleged issues. The patient reported that 2-3 days after the alleged issues began he developed symptoms of ¿shock and became lightheaded, cold, clammy and shaky.¿ the patient denied receiving any treatment in response to the symptoms. During troubleshooting, the csr was unable to walk the patient through a retest and the alleged error message issue remained unresolved. The csr educated the patient on the correct contents of their meter kit and was able to confirm that there was no missing lancing device cap. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged product issues began.

Manufacturer narrative:
The patient¿s test strips have been returned on 4/13/2015 and evaluated by lifescan product analysis on 4/14/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on 04/13/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.